Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k103751, k110122. Device evaluated by MFR.: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per hub. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from the inner shaft and coming out of the tip. The investigator was unable to inflate the balloon fully due to the leak coming out from the tip. A visual examination found no issue with the markerbands. Visual and tactile examination identified no kinks or damage to the shaft of the returned device. No issues were noted with the tip section of the device.

Event description:
It was reported that balloon rupture occurred. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k103751, k110122.

Event description:
It was reported that balloon rupture occurred. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.